Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 137 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. A new cartridge was installed and insulin deliveries were successfully resumed.